Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed based on the visual inspection of the returned sample. Upon return, there was combined damage including numerous central lumen breaks, outer lumen leaks and leaks resulting from the damaged central lumen. The combined damage can result in a helium pathway leak and cause alarms. Due to the combined damage and state of the device, it could not be determined which break occurred first or what initially caused the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the patient, the staff experienced persistent helium loss alarms. The staff had already changed the helium tank, confirmed connections were tight, repositioned the patient and changed to 1:2 assist ratio. The staff did not see any blood in the helium drive line tubing. As a result, the cardiologist, dr. Menon, determined that the iab had to be removed. No other iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the patient, the staff experienced persistent helium loss alarms. The staff had already changed the helium tank, confirmed connections were tight, repositioned the patient and changed to 1:2 assist ratio. The staff did not see any blood in the helium drive line tubing. As a result, the cardiologist, dr. (B)(6) determined that the iab had to be removed. No other iab was inserted. There was no report of patient complications, serious injury or death.